Event description:
After two stents were deployed, plaque shift occurred. It was treated by another stent, but there were difficulties inflating the device. A different balloon was used to safety deploy the stent.

Manufacturer narrative:
As reported by the affiliate, percutaneous coronary intervention (pci) was performed on a 75% de novo lesion in at the distal end of the proximal left anterior descending (lad) artery. The vessel was not calcified or tortuous. Two unk cypher stents were implanted without any complications. Details were requested, but were not available. However, plaque shift occurred. To treat the plaque shift, direct stenting was performed with a 3.5x13mm cypher stent that was delivered to the target lesion at the proximal end of the two previous cypher stents. While inflating the balloon, the pressure would not increase more than 14 atmospheres (atm). Therefore, the stent delivery system was removed and a different balloon, a 3.5x12mm maverick was used instead to safely deploy the stent. There was no reported pt injury. The product was returned for analysis. Please note that these unk products are not distributed in the united states. However, they are similar to the distributed cypher stent. They are also not available for testing and evaluation. A report was received that a cypher sds was associated with inflation difficulty. In addition, two other were associated with plaque shift. The event involved a male pt of unk age and medical history. The reason for his admission to hospital was not reported; but an angiogram revealed a lesion in his mid lad that was described as 75% occluded, un-calcified and non-tortuous. It is not known if, the lesion was pre-dilated prior to the placement of two cypher stents of unk size at unk maximum inflation pressures. During the placement of these stents, plaque shift occurred proximal to the stents and this necessitated further treatment. This consisted of introducing a 3.50 x 13mm cypher stent without pre-dilation. During the deployment of this stent, the pressure would not increase beyond 14atm. The sds was removed without injury to the pt and the stent post-dilated with another ptca balloon. The product associated with the plaque shift were not returned for evaluation. DHR reviews of these products could not be performed, since the lot numbers were not provided. Based on the info provided, it is not possible to draw a conclusion about a relationship between the device and the events. This report represents notification of the two unk cypher stents. It is also one of three product associated with this event that were reported under the following manufacturing numbers 9616099-2007-00977 and 9616099-2007-00978.